Event description:
It was reported that in situ testing from (B)(6) 2014, showed normal results and the pt had normal hearing performance with the device. The pt had a car accident 6 weeks ago. On (B)(6) 2014 the pt had no longer any access to sound with the device and in situ testing from (B)(6) 2014, showed that the device had malfunctioned. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.